Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), fatigue ("fatigue"), depression ("depression"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, fatigue, depression, back pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anxiety and depression. Concomitant products included tizanidine hydrochloride (zanaflex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and skin discolouration ("rashes or skin conditions type: brown spots"). In 2015, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with duloxetine hydrochloride (cymbalta), zolpidem tartrate (ambien) and surgery (hysterectomy (partial), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, fatigue, back pain, menorrhagia, dyspareunia and abdominal pain had resolved, the depression, allergy to metals, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, rash and skin discolouration outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 25-jan-2019: new pfs received. New events- abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), hair loss, infection (bladder/ urinary tract/vaginal), rashes or skin conditions type: rashes, brown spots, abdominal pain, plaintiff did not undergo essure confirmation test were added. New reporters, plaintiff's information and treatment medication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.